Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise resulting in a false signal artifact monitor (sam) episode. The device delivered inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and discussed this could have been the result of a surgical procedure. Lead trending was confirmed to be stable. No adverse patient effects were reported. This device remains in service.